Event description:
Reported by the customer as "the pump did not pause during feeding. The patient with acid reflux. The mother started the pump and came back 8 minutes later and the pump had delivered 120 ml. The mother called the gi specialist, the child's pediatrician and medi rental."

Manufacturer narrative:
Actual device evaluated. Results code: other - during the power on process, the pump transfers therapy/feeding data from the eeprom to software memory. The therapy parameters in the memory are being corrupted. Using these corrupted values results in errors in the normal operation of the pump, for example, feeding at a faster rate than was programmed. Conclusions: the software parameter corruption causes the pump to overfeed. The root cause for why the parameter corruption occurs is unknown at this time. This error has not caused patient injury to date. This MDR is being completed as part of the field correction.